Manufacturer narrative:
A DHR review and a complaint history review could not be performed as lot information was not provided. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown 32d liner; cat# unknown; lot# unknown, unknown 32 biolox v40 head; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not available.

Event description:
It was reported that patient's hip (side not reported) was revised due to thigh pain.